Event description:
It was reported by a nurse that diagnostics with a vns patient's generator was impossible. The nurse indicated the programming wand was replaced and the connections were checked on the programming system; however the issue prevailed. Moreover, additional information from the nurse indicated the patient was successfully interrogated the same day, but communication for diagnostics resulted in an error message. The patient's device was indicated to be fully functional and not at end of service as indicated on the initial interrogation. At the moment attempts for further information have been unsuccessful to date.

Event description:
Additional information was received on (B)(4), 2012 that the patient would not be able to manipulate his device and trauma would be unlikely.